Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the process. After resetting, the malfunction did not recur, and the customer was advised they could continue using the pump. They were instructed to contact support again if the issue reappeared, and the caller confirmed their understanding.